Event description:
It was reported that solution was found inside of the housing of a large volume infusor, indicating that leakage occurred. The reporter did not specify the location of the leak. The step of setup or therapy during which this occurred is unknown, though a patient was reportedly involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 30, 2014 to march 31, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.